Event description:
It was reported that on an unknown date in 2016, a 23mm trifecta valve was implanted in the patient. On (B)(6) 2026, the patient presented with shortness of breath and stenosis was noted. A 23mm navitor vision valve was chosen for a valve in valve procedure into degenerated trifecta valve.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.